Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of capsular contracture and lymph node swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was/is capsular contracture baker grade unknown, and lymph node swelling. Reoperation has not been scheduled at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional contacted medinfo reporting patient has symptoms of capsular contracture, lymph node swelling on left side device. No explanting details given.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional contacted medinfo reporting patient has symptoms of capsular contracture, lymph node swelling on left side device. Device status is unknown.